Event description:
It was reported that there are tiny atrial signals that are not consistently sensed on presenting electrogram (egm). Additionally, patient is known to have atrial fibrillation (af). Boston scientific technical services (ts) suggested right atrial (ra) lead revision to improve af sensing. No adverse patient effects were reported.